Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket d5 was failed and not recognized the loaded medications. A field service engineer replaced the drawer board and t-board. Completed hardware test application (hta) testing, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a cubie in auxiliary drawer 3.1 (pocket d5) was not recognized as loaded. In the storage configuration, the location appeared as an empty gray space. A medication was stored in the cubie, but it could not be accessed because the system did not recognize the cubie as loaded. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.